Event description:
It was reported that a ventilator stopped ventilating a patient. There was no patient harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery (bd) printed circuit board (pcb) and upgraded the software to the current level. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.